Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure performed when the issue happened. The procedure was aborted, and the procedure was arranged later. The philips field service engineer (fse) checked system and confirmed that geometry movements were not working. Upon troubleshooting fse found ui power supply was partially faulty, no 24v output, dcps was defective. To resolve the issue, fse replaced dcps. After replacement of dcps, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.